Manufacturer narrative:
The complaint investigation for false nonreactive architect hiv ag/ab combo result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot could not be performed as the likely cause lot is unknown. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the likely cause list number and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. An in-house testing of a retained reagent kit could not be performed as the likely cause reagent lot is unknown. Based on this investigation, no systemic issue or deficiency was identified with the architect hiv ag/ab combo reagent, lot number unknown.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo result generated on the architect i2000 processing module for one patient. The sample tested positive with another method (cleia) with a result value of 15.0. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, architect hiv ag/ab combo, list number 04j27-28, that has a similar product distributed in the us, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive architect hiv ag/ab combo result generated on the architect i2000 processing module for one patient. The sample tested positive with another method (cleia) with a result value of 15.0. There was no impact to patient management reported.